Event description:
The surgeon observed stem subsidence in the patient, 4 months after stem implantation. No revision is planned at now. The monoblock stem was implanted in place of a competitor stem during a revision case for infection on (B)(6) 2024.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department a two-stage revision surgery was performed using the m-vizion monobloc stem due to a periprosthetic infection following a primary total hip arthroplasty (tha). Subsequently, a complaint was reported regarding subsidence of the revision stem. The available x-ray images indicate that the stem appears to have sunk slightly, particularly in relation to the lateral aspect of the femur. However, this may be an apparent effect, as a trochanteric osteotomy was performed and the most recent x-rays show a slight widening of the distal osteotomy line, suggesting that the entire bone fragment has ascended slightly, despite the ongoing healing process. At this stage, we do not have any evidence to suggest a defective or faulty device.